Event description:
It was reported that approximately 37 months post implant of a bifurcated device and infrarenal aortic extension, the patient presented to the ER with back and abdominal pain. A CT scan revealed an endoleak coming from the bifurcated device. The devices were explanted. The report indicates the patient passed away at an unspecified time post intervention, the cause of death was not provided.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that at one-month post implant of a bifurcated device and infrarenal aortic extension, there was evidence of unresolved/undiagnosed endotension. There was an aneurysm sac increase at 26 months post implant, at which point there was an additional suprarenal stent and proximal, posterior aortic coiling; which supports evidence of a type ia and ii endoleak. Additionally, at twenty-six months post implant, there was a near stent collapse of bifurcated stent; and a type iiia endoleak (a complete component separation) that went undetected and or untreated. Thirty-seven months post implant, the patient presented urgently with a type ia endoleak due to an inferior stent migration, and aortic rupture. A strut nearly, or completely perforated the aorta, near the rupture site. The devices were explanted and upon inspection, tears in the stent fabric were observed. The patient survived the conversion, but was in coagulopathic shock and multiple organ system failure post operatively, and expired shortly thereafter. The patient passed away on (B)(6) 2014.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to: the reported short aortic neck of 1.2 cm denoted on the sizing sheet. A type 1a and type ii endoleaks were substantiated at 26 months post-implant. Additionally, at 26 months post implant, there was evidence of: a near stent collapse of bifurcated stent; and a type iia endoleak that was not treated. At 37 months post implant there was evidence of a type 1a endoleak, and stent type perforated through a ruptured aorta. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be conclusively determined. However, the incongruent device use with IFU, the undetected/untreated components separation, and stent collapse are likely contributing factors.